Event description:
It was reported that the battery level of this subcutaneous implantable cardioverter defibrillator (s-ICD) decreased approximately eight percent in a time period of three months. It was suspected that this device was exhibiting premature battery depletion (pbd). Technical services (ts) analyzed a device data disk and determined that the power consumption was increasing in a gradual fashion. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.